Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was emitting tones. Technical services (ts) discussed that the tones may indicate a low battery, and that the battery status should be checked.